Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed. However, two (2) videos were provided for review. The first video provided showed the insertion process. It was observed that the lens looks like manipulated with a sharp tool. In the second video, it can be observed a mark on the optic zone of the lens. Based on the evidence observed it is difficult to determine if the defect observed is related to the manufacturing process or was is a result of the lens being handled during the surgical process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that just after the insertion of an intraocular lens (iol) into the patient's eye, a scratch mark was observed on the optic. Reportedly, the surgeon is taking a wait-and-see approach. No patient injury was reported. No further information was provided.